Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that on saturday, they were driving and their stimulation turned itself up to 5.5 without having a connection to their paddle or controller. Patient mentioned that they usually have their intensity set at 4.4 for b1 and b2 so the increase was quite the jump; patient added that this happened when they were driving as well. Patient noted that they do not care about the jump in stimulation but are scared that it happened randomly when they were driving. Patient stated that the jump in stimulation was bad because it had never happened to them before. Agent advised the patient to try their new controller to see if that helps with the issue at all and to reach out to their doctor and mdt rep if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.